Event description:
Procedure: lap, lar. According to the reporter: during the procedure, some fibrous material was found adhering to the distal end of the instrument which was inserted into the port several times. Upon inserting another device, some blue fibrous material was also found adhering to the distal end. After that, air leaked through the port and it was found broken. New device was opened to complete the procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).